Event description:
It was reported that patient presented to hospital for a laser lead extraction of the right ventricular (rv) lead due to a long run of ventricular tachycardia (vt). The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1007476 due to elective replacement with no allegation of malfunction.